Event description:
It was reported that during routine follow-up, the health care professional (hcp) noticed the device delivered an inappropriate shock. An x-ray was performed to check the position of this right ventricular (rv) lead and it was determined that the rv lead requires to be repositioned. The reposition procedure has been scheduled, however, it is not yet confirmed if the procedure has been performed. Additional information was received. It was mentioned that the inappropriate shock was due to oversensing and the x-ray showed the lead was dislodged from the implant location. A lead revision was performed to relocate the lead. The rv lead remains in service. No additional adverse patient effects were reported.